Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login to the pyxis server enterprise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login to the pyxis server enterprise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date. A review of the complaint history for sn 14016200 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14016200 was performed from the date of manufacture, 17-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to login. A technical support specialist confirmed that multiple pending windows updates were blocking the server. Forced the updates to install and then restarted the server. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.